Event description:
Information was received indicating that this ambulatory infusion pump exhibited over infusion. It was noted that the cassette was empty 5 hours early. No adverse patient effects were reported.